Event description:
IT WAS REPORTED THROUGH STS/ACC TVT REGISTRY DATA THAT PORTICO/NAVITOR DEVICES MAY BE RELATED TO 94 ADVERSE EVENTS WHICH ARE CONSIDERED DEATH INCLUDING, OTHER CARDIOVASCULAR REASON, OTHER NON-CARDIOVASCULAR REASON, CARDIOVASCULAR PROCEDURE, TRAUMA, RENAL, PULMONARY, NEUROLOGICAL, ACUTE MYOCARDIAL INFARCTION, SUDDEN CARDIAC DEATH, INFECTION, HEART FAILURE, CARDIOVASCULAR HEMORRHAGE, HEMORRHAGE, STROKE, INFLAMMATORY/IMMUNOLOGIC THE RELATIONSHIP OF THE ADVERSE EVENTS TO THE PORTICO/NAVITOR DEVICES COULD NOT BE DETERMINED BASED ON THE LIMITED DATA RECEIVED FROM THE REGISTRY. STS/ACC TVT REGISTRY DATA IS REPORTED AS A SUMMARY PER SUMMARY REPORTING EXEMPTION APPROVAL NUMBER - RWD2300134. THE DATA RECEIVED INDICATED THAT THE PROCEDURE DATE RANGE WAS BETWEEN 15 NOVEMBER 2021 ¿ 28 SEPTEMBER 2023. PATIENTS¿ MEAN AGE IS 83 YEARS, RANGING FROM 55 TO 97 YEARS. 37% OF THE PATIENTS WERE MALE, 63% OF THE PATIENTS WERE FEMALE. AS OF 30 JUNE 2024, 1936 PATIENTS WERE TREATED WITH THE NAVITOR DEVICE AND 584 PATIENTS WERE TREATED WITH THE PORTICO DEVICE IN THE STS/ACC TVT REGISTRY.

Manufacturer narrative:
THIS REPORT IS FOR QUARTER 2 FOR TIMEFRAME BETWEEN APRIL 1, 2024 AND JUNE 30 2024. 94 EVENTS OF DEATH WERE REPORTED THAT COULD BE RELATED TO THE PORTICO/NAVITOR DEVICE, INCLUDING DEATHS OF OTHER CARDIOVASCULAR REASON, OTHER NON-CARDIOVASCULAR REASON, CARDIOVASCULAR PROCEDURE, TRAUMA, RENAL, PULMONARY, NEUROLOGICAL, ACUTE MYOCARDIAL INFARCTION, SUDDEN CARDIAC DEATH, INFECTION, HEART FAILURE, CARDIOVASCULAR HEMORRHAGE, HEMORRHAGE, STROKE, INFLAMMATORY/IMMUNOLOGIC. A MORE COMPREHENSIVE ASSESSMENT COULD NOT BE PERFORMED AS LIMITED INFORMATION WAS PROVIDED INCLUDING THAT THE DEVICE WAS NOT RETURNED FOR ANALYSIS. BASED ON THE LIMITED INFORMATION RECEIVED, THE CAUSE OF THE REPORTED INCIDENT COULD NOT BE CONCLUSIVELY DETERMINED AND THERE IS NO INDICATION OF A PRODUCT QUALITY ISSUE WITH REGARDS TO MANUFACTURE, DESIGN, OR LABELING. A RISK ASSESSMENT WAS COMPLETED FOR THE REPORTED INCIDENT. ALL REPORTED DEVICE AND PATIENT COMPLICATIONS ARE INCLUDED IN THE DEVICE RISK ASSESSMENT; THEREFORE, THE COMPLAINT IS A FORESEEABLE EVENT. THE CURRENT OCCURRENCE RATES CONTINUE TO REMAIN WITHIN THE DOCUMENTED RATES IN THE DEVICE RISK ASSESSMENT. NO NEW HAZARDS OR HARMS WERE IDENTIFIED THAT WOULD IMPACT THE BENEFIT/RISK PROFILE. BASED ON A REVIEW OF THE AVAILABLE INFORMATION, THERE WAS NO INDICATION OF A PRODUCT ISSUE THEREFORE, NO REMEDIAL ACTION IS REQUIRED AT THIS TIME. B3. DATE OF EVENT: DATE OF EVENT USED IS THE EARLIEST EVENT DATE. B5. DESCRIBE EVENT OR PROBLEM: CORRECTION - UPDATED TO INCLUDE # OF PATIENTS TREATED WITH NAVITOR OR PORTICO IN THE REGISTRY. D4. PRIMARY UDI NUMBER: THE UDI NUMBER IS NOT KNOWN AS THE PART AND LOT NUMBER WERE NOT PROVIDED. H6. HEALTH EFFECT - CLINICAL CODE: CORRECTION - REMOVED CODES 4580. H6. ADVERSE EVENT PROBLEM: CORRECTION - ALL RELEVANT CODES FOR THIS REPORT ARE INCLUDED. H11. CORRECTION - UPDATE TO INVESTIGATION FINDINGS IN H11. H11. CORRECTION - UPDATED TO INCLUDE THE REPORTED QUARTER TIMEFRAME. H11. CORRECTION - UPDATE TO CVS FORM, COLUMN AD IN CSV FORM. H11. CORRECTION - UPDATE TO CSV FORM, COLUMN A UPDATED TO A STATIC NUMBER UNIQUE TO PATIENT.

Manufacturer narrative:
B5. CORRECTION : THE Q2 2024 MDR DATA INCLUDES CUMULATIVE DATA FROM THE START OF THE REGISTRY THROUGH 30 DECEMBER 2023, INDICATING THAT 515 PATIENTS WERE TREATED WITH THE NAVITOR DEVICE AND 575 WITH THE PORTICO DEVICE. NO CHANGES HAVE BEEN MADE TO THE ATTACHED CSV FORM SINCE THE PREVIOUS SUBMISSION ON 02 MAY 2025 (2135147-2024-03704-01).

Event description:
IT WAS REPORTED THROUGH STS/ACC TVT REGISTRY DATA THAT PORTICO/NAVITOR DEVICES MAY BE RELATED TO 94 ADVERSE EVENTS WHICH ARE CONSIDERED DEATH INCLUDING, OTHER CARDIOVASCULAR REASON, OTHER NON-CARDIOVASCULAR REASON, CARDIOVASCULAR PROCEDURE, TRAUMA, RENAL, PULMONARY, NEUROLOGICAL, ACUTE MYOCARDIAL INFARCTION, SUDDEN CARDIAC DEATH, INFECTION, HEART FAILURE, CARDIOVASCULAR HEMORRHAGE, HEMORRHAGE, STROKE, INFLAMMATORY/IMMUNOLOGIC THE RELATIONSHIP OF THE ADVERSE EVENTS TO THE PORTICO/NAVITOR DEVICES COULD NOT BE DETERMINED BASED ON THE LIMITED DATA RECEIVED FROM THE REGISTRY. STS/ACC TVT REGISTRY DATA IS REPORTED AS A SUMMARY PER SUMMARY REPORTING EXEMPTION APPROVAL NUMBER - RWD2300134. THE DATA RECEIVED INDICATED THAT THE PROCEDURE DATE RANGE WAS BETWEEN 15 NOVEMBER 2021 ¿ 28 SEPTEMBER 2023. PATIENTS¿ MEAN AGE IS 83 YEARS, RANGING FROM 55 TO 97 YEARS. 37% OF THE PATIENTS WERE MALE, 63% OF THE PATIENTS WERE FEMALE. THE Q2 2024 MDR DATA INCLUDES CUMULATIVE DATA FROM THE START OF THE REGISTRY THROUGH 30 DECEMBER 2023, INDICATING THAT 515 PATIENTS WERE TREATED WITH THE NAVITOR DEVICE AND 575 WITH THE PORTICO DEVICE.

Manufacturer narrative:
94 EVENTS OF DEATH WERE REPORTED THAT COULD BE RELATED TO THE PORTICO/NAVITOR DEVICE, INCLUDING DEATHS OF ACUTE MYOCARDIAL INFARCTION, RENAL, SUDDEN CARDIAC DEATH, OTHER NON-CARDIOVASCULAR REASON, PULMONARY, HEART FAILURE, HEMORRHAGE, OTHER CARDIOVASCULAR REASON, INFECTION, CARDIOVASCULAR PROCEDURE, STROKE, INFLAMMATORY/IMMUNOLOGIC, TRAUMA, AND NEUROLOGICAL WAS REPORTED. A MORE COMPREHENSIVE ASSESSMENT COULD NOT BE PERFORMED AS LIMITED INFORMATION WAS PROVIDED INCLUDING THAT THE DEVICE WAS NOT RETURNED FOR ANALYSIS. BASED ON THE LIMITED INFORMATION RECEIVED, THE CAUSE OF THE REPORTED INCIDENT COULD NOT BE CONCLUSIVELY DETERMINED AND THERE IS NO INDICATION OF A PRODUCT QUALITY ISSUE WITH REGARDS TO MANUFACTURE, DESIGN, OR LABELING. THEREFORE, NO REMEDIAL ACTION IS REQUIRED. B2. THE DATE OF DEATH USED IS THE EARLIEST DEATH DATE. B3 - DATE OF EVENT USED IS THE EARLIEST EVENT DATE. D4: THE UDI NUMBER IS NOT KNOWN AS THE PART AND LOT NUMBER WERE NOT PROVIDED. H6. HEALTH EFFECT - CLINICAL CODE: 4580 INSUFFICIENT INFORMATION WAS SELECTED AS LIMITED INFORMATION WAS PROVIDED FOR THE FOLLOWING EVENTS OF DEATH: CARDIOVASCULAR PROCEDURE INFLAMMATORY/IMMUNOLOGIC, NEUROLOGICAL. OTHER CARDIOVASCULAR REASON, OTHER NON-CARDIOVASCULAR REASON, PULMONARY, RENAL, SUDDEN CARDIAC DEATH, TRAUMA.

Event description:
IT WAS REPORTED THROUGH STS/ACC TVT REGISTRY DATA THAT PORTICO/NAVITOR DEVICES MAY BE RELATED TO 94 ADVERSE EVENTS WHICH ARE CONSIDERED DEATH INCLUDING, ACUTE MYOCARDIAL INFARCTION, RENAL, SUDDEN CARDIAC DEATH, OTHER NON-CARDIOVASCULAR REASON, PULMONARY, HEART FAILURE, HEMORRHAGE, OTHER CARDIOVASCULAR REASON, INFECTION, CARDIOVASCULAR PROCEDURE, STROKE, INFLAMMATORY/IMMUNOLOGIC, TRAUMA, NEUROLOGICAL. THE RELATIONSHIP OF THE ADVERSE EVENTS TO THE PORTICO/NAVITOR DEVICES COULD NOT BE DETERMINED BASED ON THE LIMITED DATA RECEIVED FROM THE REGISTRY. STS/ACC TVT REGISTRY DATA IS REPORTED AS A SUMMARY PER SUMMARY REPORTING EXEMPTION APPROVAL NUMBER - RWD2300134. THE DATA RECEIVED INDICATED THAT THE PROCEDURE DATE RANGE WAS BETWEEN 15-NOVEMBER-2021¿28-SEPTEMBER-2023. PATIENTS¿ MEAN AGE IS 83 YEARS, RANGING FROM 55 TO 97 YEARS. 37% OF THE PATIENTS WERE MALE, 63% OF THE PATIENTS WERE FEMALE.

Event description:
Unique Complaint ID Number,Event Date,Date Entered,Manufacturer Aware Date,Brand Name,Generic Name,Model Number,Lot Number,Catalog Number,Serial Number,UDI Number,PMA / 510K Number,Date Returned to Manufacturer,Type of Reportable Event,Event Description,Manufacturer Narrative,Medical History,Patient Age,Patient Gender,Patient Weight,Date Implanted,Date Explanted,Health Effect Clinical Code,Health Effect Impact Code,Device Problem Code,Device Component Code,Investigation Type Code,Investigation Findings Code,Investigation Conclusion Code,Remedial Action Type,Latest Line Item Version;40916169,2/1/2023,5/2/2025,4/26/2024,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,D,"It was reported through Portico TVT Registry data that a Navitor was implanted on 02/01/2023 in a 91 year old Female. On 02/01/2023, patient death was reported due to Cardiovascular procedure. The relationship of the Death to the Navitor could not be determined based on the limited data received from the registry.","An event of death due to Cardiovascular procedure was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,91,Female,69.7,2/1/2023,NI,4446,1802,2993,4755,4114;4119,3221,4315,NA,0;40792277,3/8/2023,5/2/2025,4/26/2024,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,D,"It was reported through Portico TVT Registry data that a Navitor was implanted on 03/08/2023 in a 81 year old Female. On 03/08/2023, patient death was reported due to Cardiovascular procedure. The relationship of the Death to the Navitor could not be determined based on the limited data received from the registry.","An event of death due to Cardiovascular procedure was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,81,Female,71.5,3/8/2023,NI,4446,1802,2993,4755,4114;4119,3221,4315,NA,0;37836934,5/3/2023,5/2/2025,4/26/2024,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,D,"It was reported through Portico TVT Registry data that a Navitor was implanted on 04/17/2023 in a 80 year old Male. On 05/03/2023, patient death was reported due to Other cardiovascular reason. The relationship of the Death to the Navitor could not be determined based on the limited data received from the registry.","An event of death due to Other cardiovascular reason was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,80,Male,93.9,4/17/2023,NI,4446,1802,2993,4755,4114;4119,3221,4315,NA,0;41798212,5/14/2023,5/2/2025,4/26/2024,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,D,"It was reported through Portico TVT Registry data that a Navitor was implanted on 01/26/2023 in a 82 year old Male. On 05/14/2023, patient death was reported due to Other non-cardiovascular reason. The relationship of the Death to the Navitor could not be determined based on the limited data received from the registry.","An event of death due to Other non-cardiovascular reason was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,82,Male,53.5,1/26/2023,NI,1762,1802,2993,4755,4114;4119,3221,4315,NA,0;41130234,6/2/2023,5/2/2025,4/26/2024,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,D,"It was reported through Portico TVT Registry data that a Navitor was implanted on 04/24/2023 in a 93 year old Female. On 06/02/2023, patient death was reported due to Other non-cardiovascular reason. The relationship of the Death to the Navitor could not be determined based on the limited data received from the registry.","An event of death due to Other non-cardiovascular reason was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,93,Female,51.7,4/24/2023,NI,1762,1802,2993,4755,4114;4119,3221,4315,NA,0;40792374,6/2/2023,5/2/2025,4/26/2024,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,D,"It was reported through Portico TVT Registry data that a Navitor was implanted on 04/24/2023 in a 78 year old Female. On 06/02/2023, patient death was reported due to Trauma. The relationship of the Death to the Navitor could not be determined based on the limited data received from the registry.","An event of death due to Trauma was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,78,Female,61.8,4/24/2023,NI,4559,1802,2993,4755,4114;4119,3221,4315,NA,0;40509340,6/6/2023,5/2/2025,4/26/2024,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,D,"It was reported through Portico TVT Registry data that a Navitor was implanted on 05/15/2023 in a 60 year old Male. On 06/06/2023, patient death was reported due to Other non-cardiovascular reason. The relationship of the Death to the Navitor could not be determined based on the limited data received from the registry.","An event of death due to Other non-cardiovascular reason was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,60,Male,120.7,5/15/2023,NI,1762,1802,2993,4755,4114;4119,3221,4315,NA,0;41131613,6/21/2023,5/2/2025,4/26/2024,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,D,"It was reported through Portico TVT Registry data that a Navitor was implanted on 06/12/2023 in a 85 year old Male. On 06/21/2023, patient death was reported due to Other cardiovascular reason. The relationship of the Death to the Navitor could not be determined based on the limited data received from the registry.","An event of death due to Other cardiovascular reason was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,85,Male,51.4,6/12/2023,NI,4446,1802,2993,4755,4114;4119,3221,4315,NA,0;41643199,6/22/2023,5/2/2025,4/26/2024,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,D,"It was reported through Portico TVT Registry data that a Navitor was implanted on 05/24/2023 in a 78 year old Female. On 06/22/2023, patient death was reported due to Other non-cardiovascular reason. The relationship of the Death to the Navitor could not be determined based on the limited data received from the registry.","An event of death due to Other non-cardiovascular reason was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,78,Female,66,5/24/2023,NI,1762,1802,2993,4755,4114;4119,3221,4315,NA,0;40865218,7/2/2023,5/2/2025,4/26/2024,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,D,"It was reported through Portico TVT Registry data that a Navitor was implanted on 04/25/2023 in a 94 year old Female. On 07/02/2023, patient death was reported due to Renal. The relationship of the Death to the Navitor could not be determined based on the limited data received from the registry.","An event of death due to Renal was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,94,Female,53.8,4/25/2023,NI,2041,1802,2993,4755,4114;4119,3221,4315,NA,0;41146511,7/8/2023,5/2/2025,4/26/2024,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,D,"It was reported through Portico TVT Registry data that a Navitor was implanted on 06/21/2023 in a 95 year old Male. On 07/08/2023, patient death was reported due to Acute myocardial infarction. The relationship of the Death to the Navitor could not be determined based on the limited data received from the registry.","An event of death due to Acute myocardial infarction was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,95,Male,78.7,6/21/2023,NI,1969,1802,2993,4755,4114;4119,3221,4315,NA,0;41467672,7/24/2023,5/2/2025,4/26/2024,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,D,"It was reported through Portico TVT Registry data that a Navitor was implanted on 07/11/2023 in a 88 year old Female. On 07/24/2023, patient death was reported due to Other non-cardiovascular reason. The relationship of the Death to the Navitor could not be determined based on the limited data received from the registry.","An event of death due to Other non-cardiovascular reason was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,88,Female,56,7/11/2023,NI,1762,1802,2993,4755,4114;4119,3221,4315,NA,0;41159679,7/25/2023,5/2/2025,4/26/2024,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,D,"It was reported through Portico TVT Registry data that a Navitor was implanted on 07/20/2023 in a 81 year old Female. On 07/25/2023, patient death was reported due to Other non-cardiovascular reason. The relationship of the Death to the Navitor could not be determined based on the limited data received from the registry.","An event of death due to Other non-cardiovascular reason was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,81,Female,79.8,7/20/2023,NI,1762,1802,2993,4755,4114;4119,3221,4315,NA,0;41095607,7/29/2023,5/2/2025,4/26/2024,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,D,"It was reported through Portico TVT Registry data that a Navitor was implanted on 07/11/2023 in a 70 year old Male. On 07/29/2023, patient death was reported due to Neurological. The relationship of the Death to the Navitor could not be determined based on the limited data received from the registry.","An event of death due to Neurological was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,70,Male,86.7,7/11/2023,NI,2219,1802,2993,4755,4114;4119,3221,4315,NA,0;40705370,8/11/2023,5/2/2025,4/26/2024,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,D,"It was reported through Portico TVT Registry data that a Navitor was implanted on 04/04/2023 in a 94 year old Male. On 08/11/2023, patient death was reported due to Other cardiovascular reason. The relationship of the Death to the Navitor could not be determined based on the limited data received from the registry.","An event of death due to Other cardiovascular reason was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,94,Male,99.9,4/4/2023,NI,4446,1802,2993,4755,4114;4119,3221,4315,NA,0;41527672,8/11/2023,5/2/2025,4/26/2024,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,D,"It was reported through Portico TVT Registry data that a Navitor was implanted on 08/02/2023 in a 90 year old Female. On 08/11/2023, patient death was reported due to Heart failure. The relationship of the Death to the Navitor could not be determined based on the limited data received from the registry.","An event of death due to Heart failure was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,90,Female,48.1,8/2/2023,NI,4446,1802,2993,4755,4114;4119,3221,4315,NA,0;41273510,8/15/2023,5/2/2025,4/26/2024,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,D,"It was reported through Portico TVT Registry data that a Navitor was implanted on 08/07/2023 in a 87 year old Female. On 08/15/2023, patient death was reported due to Acute myocardial infarction. The relationship of the Death to the Navitor could not be determined based on the limited data received from the registry.","An event of death due to Acute myocardial infarction was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,87,Female,78,8/7/2023,NI,1969,1802,2993,4755,4114;4119,3221,4315,NA,0;41627625,8/21/2023,5/2/2025,4/26/2024,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,D,"It was reported through Portico TVT Registry data that a Navitor was implanted on 08/14/2023 in a 85 year old Male. On 08/21/2023, patient death was reported due to Cardiovascular hemorrhage. The relationship of the Death to the Navitor could not be determined based on the limited data received from the registry.","An event of death due to Cardiovascular hemorrhage was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,85,Male,55,8/14/2023,NI,1888,1802,2993,4755,4114;4119,3221,4315,NA,0;41131572,8/24/2023,5/2/2025,4/26/2024,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,D,"It was reported through Portico TVT Registry data that a Navitor was implanted on 07/13/2023 in a 87 year old Female. On 08/24/2023, patient death was reported due to Other non-cardiovascular reason. The relationship of the Death to the Navitor could not be determined based on the limited data received from the registry.","An event of death due to Other non-cardiovascular reason was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,87,Female,69.58,7/13/2023,NI,1762,1802,2993,4755,4114;4119,3221,4315,NA,0;41298824,8/29/2023,5/2/2025,4/26/2024,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,D,"It was reported through Portico TVT Registry data that a Navitor was implanted on 08/13/2023 in a 76 year old Female. On 08/29/2023, patient death was reported due to Sudden cardiac death. The relationship of the Death to the Navitor could not be determined based on the limited data received from the registry.","An event of death due to Sudden cardiac death was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,76,Female,55.6,8/13/2023,NI,1762,1802,2993,4755,4114;4119,3221,4315,NA,0;41199059,8/30/2023,5/2/2025,4/26/2024,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,D,"It was reported through Portico TVT Registry data that a Navitor was implanted on 08/02/2023 in a 87 year old Female. On 08/30/2023, patient death was reported due to Other non-cardiovascular reason. The relationship of the Death to the Navitor could not be determined based on the limited data received from the registry.","An event of death due to Other non-cardiovascular reason was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,87,Female,46.9,8/2/2023,NI,1762,1802,2993,4755,4114;4119,3221,4315,NA,0;41735419,9/5/2023,5/2/2025,4/26/2024,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,D,"It was reported through Portico TVT Registry data that a Navitor was implanted on 08/18/2023 in a 80 year old Male. On 09/05/2023, patient death was reported due to Other non-cardiovascular reason. The relationship of the Death to the Navitor could not be determined based on the limited data received from the registry.","An event of death due to Other non-cardiovascular reason was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,80,Male,77.9,8/18/2023,NI,1762,1802,2993,4755,4114;4119,3221,4315,NA,0;41732796,9/27/2023,5/2/2025,4/26/2024,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,D,"It was reported through Portico TVT Registry data that a Navitor was implanted on 09/19/2023 in a 90 year old Female. On 09/27/2023, patient death was reported due to Other non-cardiovascular reason. The relationship of the Death to the Navitor could not be determined based on the limited data received from the registry.","An event of death due to Other non-cardiovascular reason was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,90,Female,51,9/19/2023,NI,1762,1802,2993,4755,4114;4119,3221,4315,NA,0;41582297,10/9/2023,5/2/2025,4/26/2024,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,D,"It was reported through Portico TVT Registry data that a Navitor was implanted on 09/13/2023 in a 86 year old Female. On 10/09/2023, patient death was reported due to Neurological. The relationship of the Death to the Navitor could not be determined based on the limited data received from the registry.","An event of death due to Neurological was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,86,Female,86,9/13/2023,NI,2219,1802,2993,4755,4114;4119,3221,4315,NA,0;41413085,10/17/2023,5/2/2025,4/26/2024,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,D,"It was reported through Portico TVT Registry data that a Navitor was implanted on 09/21/2023 in a 81 year old Female. On 10/17/2023, patient death was reported due to Infection. The relationship of the Death to the Navitor could not be determined based on the limited data received from the registry.","An event of death due to Infection was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,81,Female,52.2,9/21/2023,NI,1930,1802,2993,4755,4114;4119,3221,4315,NA,0;41516145,11/10/2023,5/2/2025,4/26/2024,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,D,"It was reported through Portico TVT Registry data that a Navitor was implanted on 09/25/2023 in a 83 year old Female. On 11/10/2023, patient death was reported due to Heart failure. The relationship of the Death to the Navitor could not be determined based on the limited data received from the registry.","An event of death due to Heart failure was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,83,Female,97.2,9/25/2023,NI,4446,1802,2993,4755,4114;4119,3221,4315,NA,0;41638334,12/5/2023,5/2/2025,4/26/2024,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,D,"It was reported through Portico TVT Registry data that a Navitor was implanted on 09/28/2023 in a 86 year old Female. On 12/05/2023, patient death was reported due to Other cardiovascular reason. The relationship of the Death to the Navitor could not be determined based on the limited data received from the registry.","An event of death due to Other cardiovascular reason was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,86,Female,63,9/28/2023,NI,4446,1802,2993,4755,4114;4119,3221,4315,NA,0;41076192,1/22/2024,5/2/2025,4/26/2024,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,D,"It was reported through Portico TVT Registry data that a Navitor was implanted on 06/22/2023 in a 80 year old Female. On 01/22/2024, patient death was reported due to Pulmonary. The relationship of the Death to the Navitor could not be determined based on the limited data received from the registry.","An event of death due to Pulmonary was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,80,Female,97.6,6/22/2023,NI,4462,1802,2993,4755,4114;4119,3221,4315,NA,0;41785838,2/23/2024,5/2/2025,4/26/2024,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,D,"It was reported through Portico TVT Registry data that a Navitor was implanted on 02/13/2023 in a 89 year old Female. On 02/23/2024, patient death was reported due to Other non-cardiovascular reason. The relationship of the Death to the Navitor could not be determined based on the limited data received from the registry.","An event of death due to Other non-cardiovascular reason was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,89,Female,52,2/13/2023,NI,1762,1802,2993,4755,4114;4119,3221,4315,NA,0;39065994,11/15/2021,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,D,"It was reported through Portico TVT Registry data that a Portico was implanted on 11/15/2021 in a 77 year old Female. On 11/15/2021, patient death was reported due to Other non-cardiovascular reason. The relationship of the Death to the Portico could not be determined based on the limited data received from the registry.","An event of death due to Other non-cardiovascular reason was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,77,Female,117,11/15/2021,NI,1762,1802,2993,4755,4114;4119,3221,4315,NA,0;39534648,1/28/2022,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,D,"It was reported through Portico TVT Registry data that a Portico was implanted on 01/12/2022 in a 88 year old Male. On 01/28/2022, patient death was reported due to Hemorrhage. The relationship of the Death to the Portico could not be determined based on the limited data received from the registry.","An event of death due to Hemorrhage was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,88,Male,67.9,1/12/2022,NI,1888,1802,2993,4755,4114;4119,3221,4315,NA,0;39281550,4/3/2022,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,D,"It was reported through Portico TVT Registry data that a Portico was implanted on 11/16/2021 in a 72 year old Male. On 04/03/2022, patient death was reported due to Other cardiovascular reason. The relationship of the Death to the Portico could not be determined based on the limited data received from the registry.","An event of death due to Other cardiovascular reason was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,72,Male,64,11/16/2021,NI,4446,1802,2993,4755,4114;4119,3221,4315,NA,0;39724226,6/16/2022,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,D,"It was reported through Portico TVT Registry data that a Portico was implanted on 02/28/2022 in a 73 year old Female. On 06/16/2022, patient death was reported due to Heart failure. The relationship of the Death to the Portico could not be determined based on the limited data received from the registry.","An event of death due to Heart failure was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,73,Female,89.9,2/28/2022,NI,4446,1802,2993,4755,4114;4119,3221,4315,NA,0;39382004,6/27/2022,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,D,"It was reported through Portico TVT Registry data that a Portico was implanted on 12/22/2021 in a 87 year old Female. On 06/27/2022, patient death was reported due to Infection. The relationship of the Death to the Portico could not be determined based on the limited data received from the registry.","An event of death due to Infection was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,87,Female,39,12/22/2021,NI,1930,1802,2993,4755,4114;4119,3221,4315,NA,0;39186365,7/12/2022,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,D,"It was reported through Portico TVT Registry data that a Portico was implanted on 01/19/2022 in a 89 year old Male. On 07/12/2022, patient death was reported due to Pulmonary. The relationship of the Death to the Portico could not be determined based on the limited data received from the registry.","An event of death due to Pulmonary was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,89,Male,81,1/19/2022,NI,4462,1802,2993,4755,4114;4119,3221,4315,NA,0;39397956,7/20/2022,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,D,"It was reported through Portico TVT Registry data that a Portico was implanted on 03/10/2022 in a 78 year old Female. On 07/20/2022, patient death was reported due to Other non-cardiovascular reason. The relationship of the Death to the Portico could not be determined based on the limited data received from the registry.","An event of death due to Other non-cardiovascular reason was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,78,Female,56,3/10/2022,NI,1762,1802,2993,4755,4114;4119,3221,4315,NA,0;39670240,8/13/2022,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,D,"It was reported through Portico TVT Registry data that a Portico was implanted on 05/16/2022 in a 82 year old Male. On 08/13/2022, patient death was reported due to Renal. The relationship of the Death to the Portico could not be determined based on the limited data received from the registry.","An event of death due to Renal was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,82,Male,79.6,5/16/2022,NI,2041,1802,2993,4755,4114;4119,3221,4315,NA,0;40082025,8/26/2022,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,D,"It was reported through Portico TVT Registry data that a Portico was implanted on 08/24/2022 in a 87 year old Female. On 08/26/2022, patient death was reported due to Cardiovascular procedure. The relationship of the Death to the Portico could not be determined based on the limited data received from the registry.","An event of death due to Cardiovascular procedure was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,87,Female,83.5,8/24/2022,NI,4446,1802,2993,4755,4114;4119,3221,4315,NA,0;39838135,8/29/2022,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,D,"It was reported through Portico TVT Registry data that a Portico was implanted on 07/06/2022 in a 81 year old Male. On 08/29/2022, patient death was reported due to Pulmonary. The relationship of the Death to the Portico could not be determined based on the limited data received from the registry.","An event of death due to Pulmonary was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,81,Male,73,7/6/2022,NI,4462,1802,2993,4755,4114;4119,3221,4315,NA,0;40081802,9/17/2022,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,D,"It was reported through Portico TVT Registry data that a Portico was implanted on 08/11/2022 in a 85 year old Female. On 09/17/2022, patient death was reported due to Infection. The relationship of the Death to the Portico could not be determined based on the limited data received from the registry.","An event of death due to Infection was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,85,Female,84.5,8/11/2022,NI,1930,1802,2993,4755,4114;4119,3221,4315,NA,0;39398014,9/18/2022,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,D,"It was reported through Portico TVT Registry data that a Portico was implanted on 03/10/2022 in a 71 year old Male. On 09/18/2022, patient death was reported due to Other non-cardiovascular reason. The relationship of the Death to the Portico could not be determined based on the limited data received from the registry.","An event of death due to Other non-cardiovascular reason was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,71,Male,62,3/10/2022,NI,1762,1802,2993,4755,4114;4119,3221,4315,NA,0;39861788,9/22/2022,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,D,"It was reported through Portico TVT Registry data that a Portico was implanted on 08/08/2022 in a 89 year old Male. On 09/22/2022, patient death was reported due to Other non-cardiovascular reason. The relationship of the Death to the Portico could not be determined based on the limited data received from the registry.","An event of death due to Other non-cardiovascular reason was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,89,Male,55.34,8/8/2022,NI,1762,1802,2993,4755,4114;4119,3221,4315,NA,0;40349376,10/4/2022,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,D,"It was reported through Portico TVT Registry data that a Portico was implanted on 10/04/2022 in a 93 year old Female. On 10/04/2022, patient death was reported due to Other cardiovascular reason. The relationship of the Death to the Portico could not be determined based on the limited data received from the registry.","An event of death due to Other cardiovascular reason was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,93,Female,58.8,10/4/2022,NI,4446,1802,2993,4755,4114;4119,3221,4315,NA,0;40100683,10/12/2022,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,D,"It was reported through Portico TVT Registry data that a Portico was implanted on 10/04/2022 in a 93 year old Male. On 10/12/2022, patient death was reported due to Stroke. The relationship of the Death to the Portico could not be determined based on the limited data received from the registry.","An event of death due to Stroke was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,93,Male,79.3,10/4/2022,NI,1770,1802,2993,4755,4114;4119,3221,4315,NA,0;40113943,10/14/2022,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,D,"It was reported through Portico TVT Registry data that a Portico was implanted on 10/11/2022 in a 83 year old Male. On 10/14/2022, patient death was reported due to Other non-cardiovascular reason. The relationship of the Death to the Portico could not be determined based on the limited data received from the registry.","An event of death due to Other non-cardiovascular reason was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,83,Male,76,10/11/2022,NI,1762,1802,2993,4755,4114;4119,3221,4315,NA,0;40081856,10/23/2022,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,D,"It was reported through Portico TVT Registry data that a Portico was implanted on 10/03/2022 in a 88 year old Female. On 10/23/2022, patient death was reported due to Infection. The relationship of the Death to the Portico could not be determined based on the limited data received from the registry.","An event of death due to Infection was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,88,Female,83.24,10/3/2022,NI,1930,1802,2993,4755,4114;4119,3221,4315,NA,0;39322857,10/28/2022,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,D,"It was reported through Portico TVT Registry data that a Portico was implanted on 02/14/2022 in a 76 year old Female. On 10/28/2022, patient death was reported due to Other non-cardiovascular reason. The relationship of the Death to the Portico could not be determined based on the limited data received from the registry.","An event of death due to Other non-cardiovascular reason was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,76,Female,104.9,2/14/2022,NI,1762,1802,2993,4755,4114;4119,3221,4315,NA,0;40482583,11/10/2022,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,D,"It was reported through Portico TVT Registry data that a Portico was implanted on 11/01/2022 in a 78 year old Female. On 11/10/2022, patient death was reported due to Cardiovascular procedure. The relationship of the Death to the Portico could not be determined based on the limited data received from the registry.","An event of death due to Cardiovascular procedure was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,78,Female,52,11/1/2022,NI,4446,1802,2993,4755,4114;4119,3221,4315,NA,0;40118836,11/23/2022,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,D,"It was reported through Portico TVT Registry data that a Portico was implanted on 09/07/2022 in a 81 year old Female. On 11/23/2022, patient death was reported due to Other non-cardiovascular reason. The relationship of the Death to the Portico could not be determined based on the limited data received from the registry.","An event of death due to Other non-cardiovascular reason was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,81,Female,102,9/7/2022,NI,1762,1802,2993,4755,4114;4119,3221,4315,NA,0;39301854,11/29/2022,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,D,"It was reported through Portico TVT Registry data that a Portico was implanted on 11/16/2022 in a 97 year old Female. On 11/29/2022, patient death was reported due to Other non-cardiovascular reason. The relationship of the Death to the Portico could not be determined based on the limited data received from the registry.","An event of death due to Other non-cardiovascular reason was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,97,Female,70,11/16/2022,NI,1762,1802,2993,4755,4114;4119,3221,4315,NA,0;39788372,12/2/2022,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,D,"It was reported through Portico TVT Registry data that a Portico was implanted on 06/15/2022 in a 81 year old Female. On 12/02/2022, patient death was reported due to Heart failure. The relationship of the Death to the Portico could not be determined based on the limited data received from the registry.","An event of death due to Heart failure was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,81,Female,71.8,6/15/2022,NI,4446,1802,2993,4755,4114;4119,3221,4315,NA,0;40572021,12/6/2022,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,D,"It was reported through Portico TVT Registry data that a Portico was implanted on 11/17/2022 in a 82 year old Female. On 12/06/2022, patient death was reported due to Inflammatory/Immunologic. The relationship of the Death to the Portico could not be determined based on the limited data received from the registry.","An event of death due to Inflammatory/Immunologic was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,82,Female,76.2,11/17/2022,NI,1907,1802,2993,4755,4114;4119,3221,4315,NA,0;40373530,1/1/2023,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,D,"It was reported through Portico TVT Registry data that a Portico was implanted on 12/29/2022 in a 85 year old Female. On 01/01/2023, patient death was reported due to Other non-cardiovascular reason. The relationship of the Death to the Portico could not be determined based on the limited data received from the registry.","An event of death due to Other non-cardiovascular reason was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,85,Female,65.3,12/29/2022,NI,1762,1802,2993,4755,4114;4119,3221,4315,NA,0;40395698,1/1/2023,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,D,"It was reported through Portico TVT Registry data that a Portico was implanted on 08/23/2022 in a 88 year old Male. On 01/01/2023, patient death was reported due to Heart failure. The relationship of the Death to the Portico could not be determined based on the limited data received from the registry.","An event of death due to Heart failure was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,88,Male,83.2,8/23/2022,NI,4446,1802,2993,4755,4114;4119,3221,4315,NA,0;40589711,1/5/2023,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,D,"It was reported through Portico TVT Registry data that a Portico was implanted on 11/11/2022 in a 83 year old Male. On 01/05/2023, patient death was reported due to Infection. The relationship of the Death to the Portico could not be determined based on the limited data received from the registry.","An event of death due to Infection was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,83,Male,117.48,11/11/2022,NI,1930,1802,2993,4755,4114;4119,3221,4315,NA,0;39425346,1/6/2023,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,D,"It was reported through Portico TVT Registry data that a Portico was implanted on 03/17/2022 in a 80 year old Male. On 01/06/2023, patient death was reported due to Other non-cardiovascular reason. The relationship of the Death to the Portico could not be determined based on the limited data received from the registry.","An event of death due to Other non-cardiovascular reason was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,80,Male,65.6,3/17/2022,NI,1762,1802,2993,4755,4114;4119,3221,4315,NA,0;40119216,1/6/2023,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,D,"It was reported through Portico TVT Registry data that a Portico was implanted on 10/06/2022 in a 84 year old Female. On 01/06/2023, patient death was reported due to Other non-cardiovascular reason. The relationship of the Death to the Portico could not be determined based on the limited data received from the registry.","An event of death due to Other non-cardiovascular reason was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,84,Female,67.6,10/6/2022,NI,1762,1802,2993,4755,4114;4119,3221,4315,NA,0;40163647,1/18/2023,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,D,"It was reported through Portico TVT Registry data that a Portico was implanted on 09/29/2022 in a 74 year old Male. On 01/18/2023, patient death was reported due to Pulmonary. The relationship of the Death to the Portico could not be determined based on the limited data received from the registry.","An event of death due to Pulmonary was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,74,Male,130.9,9/29/2022,NI,4462,1802,2993,4755,4114;4119,3221,4315,NA,0;40395583,1/23/2023,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,D,"It was reported through Portico TVT Registry data that a Portico was implanted on 10/27/2022 in a 89 year old Male. On 01/23/2023, patient death was reported due to Other non-cardiovascular reason. The relationship of the Death to the Portico could not be determined based on the limited data received from the registry.","An event of death due to Other non-cardiovascular reason was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,89,Male,55.2,10/27/2022,NI,1762,1802,2993,4755,4114;4119,3221,4315,NA,0;39720536,1/25/2023,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,D,"It was reported through Portico TVT Registry data that a Portico was implanted on 05/19/2022 in a 92 year old Female. On 01/25/2023, patient death was reported due to Other non-cardiovascular reason. The relationship of the Death to the Portico could not be determined based on the limited data received from the registry.","An event of death due to Other non-cardiovascular reason was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,92,Female,60,5/19/2022,NI,1762,1802,2993,4755,4114;4119,3221,4315,NA,0;40290350,2/1/2023,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,D,"It was reported through Portico TVT Registry data that a Portico was implanted on 11/17/2022 in a 73 year old Female. On 02/01/2023, patient death was reported due to Other non-cardiovascular reason. The relationship of the Death to the Portico could not be determined based on the limited data received from the registry.","An event of death due to Other non-cardiovascular reason was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,73,Female,54.6,11/17/2022,NI,1762,1802,2993,4755,4114;4119,3221,4315,NA,0;39370449,2/4/2023,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,D,"It was reported through Portico TVT Registry data that a Portico was implanted on 12/29/2021 in a 73 year old Male. On 02/04/2023, patient death was reported due to Other non-cardiovascular reason. The relationship of the Death to the Portico could not be determined based on the limited data received from the registry.","An event of death due to Other non-cardiovascular reason was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,73,Male,81.1,12/29/2021,NI,1762,1802,2993,4755,4114;4119,3221,4315,NA,0;41033348,2/4/2023,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,D,"It was reported through Portico TVT Registry data that a Portico was implanted on 01/27/2023 in a 70 year old Female. On 02/04/2023, patient death was reported due to Stroke. The relationship of the Death to the Portico could not be determined based on the limited data received from the registry.","An event of death due to Stroke was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,70,Female,67.18,1/27/2023,NI,1770,1802,2993,4755,4114;4119,3221,4315,NA,0;40437427,2/4/2023,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,D,"It was reported through Portico TVT Registry data that a Portico was implanted on 12/21/2022 in a 78 year old Female. On 02/04/2023, patient death was reported due to Pulmonary. The relationship of the Death to the Portico could not be determined based on the limited data received from the registry.","An event of death due to Pulmonary was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,78,Female,61.2,12/21/2022,NI,4462,1802,2993,4755,4114;4119,3221,4315,NA,0;40311591,2/14/2023,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,D,"It was reported through Portico TVT Registry data that a Portico was implanted on 11/29/2022 in a 91 year old Male. On 02/14/2023, patient death was reported due to Other non-cardiovascular reason. The relationship of the Death to the Portico could not be determined based on the limited data received from the registry.","An event of death due to Other non-cardiovascular reason was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,91,Male,60.4,11/29/2022,NI,1762,1802,2993,4755,4114;4119,3221,4315,NA,0;39186333,2/24/2023,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,D,"It was reported through Portico TVT Registry data that a Portico was implanted on 01/13/2022 in a 55 year old Male. On 02/24/2023, patient death was reported due to Pulmonary. The relationship of the Death to the Portico could not be determined based on the limited data received from the registry.","An event of death due to Pulmonary was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,55,Male,78,1/13/2022,NI,4462,1802,2993,4755,4114;4119,3221,4315,NA,0;39984635,3/4/2023,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,D,"It was reported through Portico TVT Registry data that a Portico was implanted on 05/23/2022 in a 77 year old Female. On 03/04/2023, patient death was reported due to Pulmonary. The relationship of the Death to the Portico could not be determined based on the limited data received from the registry.","An event of death due to Pulmonary was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,77,Female,53.1,5/23/2022,NI,4462,1802,2993,4755,4114;4119,3221,4315,NA,0;40495316,3/18/2023,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,D,"It was reported through Portico TVT Registry data that a Portico was implanted on 01/24/2023 in a 83 year old Female. On 03/18/2023, patient death was reported due to Sudden cardiac death. The relationship of the Death to the Portico could not be determined based on the limited data received from the registry.","An event of death due to Sudden cardiac death was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,83,Female,81.7,1/24/2023,NI,1762,1802,2993,4755,4114;4119,3221,4315,NA,0;40192828,3/20/2023,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,D,"It was reported through Portico TVT Registry data that a Portico was implanted on 10/24/2022 in a 92 year old Female. On 03/20/2023, patient death was reported due to Other non-cardiovascular reason. The relationship of the Death to the Portico could not be determined based on the limited data received from the registry.","An event of death due to Other non-cardiovascular reason was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,92,Female,51,10/24/2022,NI,1762,1802,2993,4755,4114;4119,3221,4315,NA,0;40065983,3/25/2023,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,D,"It was reported through Portico TVT Registry data that a Portico was implanted on 06/20/2022 in a 96 year old Female. On 03/25/2023, patient death was reported due to Heart failure. The relationship of the Death to the Portico could not be determined based on the limited data received from the registry.","An event of death due to Heart failure was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,96,Female,59.2,6/20/2022,NI,4446,1802,2993,4755,4114;4119,3221,4315,NA,0;40437608,3/27/2023,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,D,"It was reported through Portico TVT Registry data that a Portico was implanted on 11/14/2022 in a 89 year old Female. On 03/27/2023, patient death was reported due to Other non-cardiovascular reason. The relationship of the Death to the Portico could not be determined based on the limited data received from the registry.","An event of death due to Other non-cardiovascular reason was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,89,Female,52.1,11/14/2022,NI,1762,1802,2993,4755,4114;4119,3221,4315,NA,0;40247588,4/2/2023,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,D,"It was reported through Portico TVT Registry data that a Portico was implanted on 11/14/2022 in a 90 year old Male. On 04/02/2023, patient death was reported due to Other non-cardiovascular reason. The relationship of the Death to the Portico could not be determined based on the limited data received from the registry.","An event of death due to Other non-cardiovascular reason was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,90,Male,132,11/14/2022,NI,1762,1802,2993,4755,4114;4119,3221,4315,NA,0;35618414,4/19/2023,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,D,"It was reported through Portico TVT Registry data that a Portico was implanted on 08/24/2022 in a 83 year old Female. On 04/19/2023, patient death was reported due to Renal. The relationship of the Death to the Portico could not be determined based on the limited data received from the registry.","An event of death due to Renal was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,83,Female,68.2,8/24/2022,NI,2041,1802,2993,4755,4114;4119,3221,4315,NA,0;39992089,4/28/2023,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,D,"It was reported through Portico TVT Registry data that a Portico was implanted on 09/09/2022 in a 73 year old Male. On 04/28/2023, patient death was reported due to Other non-cardiovascular reason. The relationship of the Death to the Portico could not be determined based on the limited data received from the registry.","An event of death due to Other non-cardiovascular reason was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,73,Male,67.6,9/9/2022,NI,1762,1802,2993,4755,4114;4119,3221,4315,NA,0;40831455,4/30/2023,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,D,"It was reported through Portico TVT Registry data that a Portico was implanted on 04/27/2023 in a 93 year old Female. On 04/30/2023, patient death was reported due to Other non-cardiovascular reason. The relationship of the Death to the Portico could not be determined based on the limited data received from the registry.","An event of death due to Other non-cardiovascular reason was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,93,Female,87.1,4/27/2023,NI,1762,1802,2993,4755,4114;4119,3221,4315,NA,0;41414461,5/1/2023,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,D,"It was reported through Portico TVT Registry data that a Portico was implanted on 05/01/2023 in a 79 year old Male. On 05/01/2023, patient death was reported due to Other cardiovascular reason. The relationship of the Death to the Portico could not be determined based on the limited data received from the registry.","An event of death due to Other cardiovascular reason was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,79,Male,59.09,5/1/2023,NI,4446,1802,2993,4755,4114;4119,3221,4315,NA,0;40192553,5/5/2023,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,D,"It was reported through Portico TVT Registry data that a Portico was implanted on 10/06/2022 in a 88 year old Male. On 05/05/2023, patient death was reported due to Other non-cardiovascular reason. The relationship of the Death to the Portico could not be determined based on the limited data received from the registry.","An event of death due to Other non-cardiovascular reason was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,88,Male,79,10/6/2022,NI,1762,1802,2993,4755,4114;4119,3221,4315,NA,0;40118665,5/10/2023,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,D,"It was reported through Portico TVT Registry data that a Portico was implanted on 08/25/2022 in a 76 year old Female. On 05/10/2023, patient death was reported due to Infection. The relationship of the Death to the Portico could not be determined based on the limited data received from the registry.","An event of death due to Infection was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,76,Female,93,8/25/2022,NI,1930,1802,2993,4755,4114;4119,3221,4315,NA,0;40706096,5/13/2023,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,D,"It was reported through Portico TVT Registry data that a Portico was implanted on 12/28/2022 in a 78 year old Female. On 05/13/2023, patient death was reported due to Hemorrhage. The relationship of the Death to the Portico could not be determined based on the limited data received from the registry.","An event of death due to Hemorrhage was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,78,Female,64.9,12/28/2022,NI,1888,1802,2993,4755,4114;4119,3221,4315,NA,0;41496945,5/19/2023,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,D,"It was reported through Portico TVT Registry data that a Portico was implanted on 01/18/2023 in a 88 year old Male. On 05/19/2023, patient death was reported due to Other non-cardiovascular reason. The relationship of the Death to the Portico could not be determined based on the limited data received from the registry.","An event of death due to Other non-cardiovascular reason was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,88,Male,67.3,1/18/2023,NI,1762,1802,2993,4755,4114;4119,3221,4315,NA,0;41414130,6/22/2023,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,D,"It was reported through Portico TVT Registry data that a Portico was implanted on 06/22/2023 in a 80 year old Female. On 06/22/2023, patient death was reported due to Hemorrhage. The relationship of the Death to the Portico could not be determined based on the limited data received from the registry.","An event of death due to Hemorrhage was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,80,Female,92.33,6/22/2023,NI,1888,1802,2993,4755,4114;4119,3221,4315,NA,0;41413819,6/22/2023,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,D,"It was reported through Portico TVT Registry data that a Portico was implanted on 06/22/2023 in a 81 year old Female. On 06/22/2023, patient death was reported due to Cardiovascular procedure. The relationship of the Death to the Portico could not be determined based on the limited data received from the registry.","An event of death due to Cardiovascular procedure was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,81,Female,103.53,6/22/2023,NI,4446,1802,2993,4755,4114;4119,3221,4315,NA,0;38616849,6/25/2023,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,D,"It was reported through Portico TVT Registry data that a Portico was implanted on 01/25/2023 in a 81 year old Male. On 06/25/2023, patient death was reported due to Sudden cardiac death. The relationship of the Death to the Portico could not be determined based on the limited data received from the registry.","An event of death due to Sudden cardiac death was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,81,Male,94.1,1/25/2023,NI,1762,1802,2993,4755,4114;4119,3221,4315,NA,0;40253754,6/28/2023,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,D,"It was reported through Portico TVT Registry data that a Portico was implanted on 08/17/2022 in a 89 year old Female. On 06/28/2023, patient death was reported due to Other non-cardiovascular reason. The relationship of the Death to the Portico could not be determined based on the limited data received from the registry.","An event of death due to Other non-cardiovascular reason was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,89,Female,65.8,8/17/2022,NI,1762,1802,2993,4755,4114;4119,3221,4315,NA,0;41414388,6/28/2023,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,D,"It was reported through Portico TVT Registry data that a Portico was implanted on 06/28/2023 in a 81 year old Female. On 06/28/2023, patient death was reported due to Other cardiovascular reason. The relationship of the Death to the Portico could not be determined based on the limited data received from the registry.","An event of death due to Other cardiovascular reason was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,81,Female,66,6/28/2023,NI,4446,1802,2993,4755,4114;4119,3221,4315,NA,0;23972125,7/20/2023,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,D,"It was reported through Portico TVT Registry data that a Portico was implanted on 08/24/2022 in a 75 year old Female. On 07/20/2023, patient death was reported due to Acute myocardial infarction. The relationship of the Death to the Portico could not be determined based on the limited data received from the registry.","An event of death due to Acute myocardial infarction was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,75,Female,117.2,8/24/2022,NI,1969,1802,2993,4755,4114;4119,3221,4315,NA,0;40119258,8/7/2023,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,D,"It was reported through Portico TVT Registry data that a Portico was implanted on 08/17/2022 in a 88 year old Male. On 08/07/2023, patient death was reported due to Other non-cardiovascular reason. The relationship of the Death to the Portico could not be determined based on the limited data received from the registry.","An event of death due to Other non-cardiovascular reason was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,88,Male,66,8/17/2022,NI,1762,1802,2993,4755,4114;4119,3221,4315,NA,0;41413318,8/9/2023,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,D,"It was reported through Portico TVT Registry data that a Portico was implanted on 08/07/2023 in a 79 year old Female. On 08/09/2023, patient death was reported due to Cardiovascular procedure. The relationship of the Death to the Portico could not be determined based on the limited data received from the registry.","An event of death due to Cardiovascular procedure was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,79,Female,83.3,8/7/2023,NI,4446,1802,2993,4755,4114;4119,3221,4315,NA,0;40664191,9/5/2023,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,D,"It was reported through Portico TVT Registry data that a Portico was implanted on 12/15/2022 in a 78 year old Male. On 09/05/2023, patient death was reported due to Other non-cardiovascular reason. The relationship of the Death to the Portico could not be determined based on the limited data received from the registry.","An event of death due to Other non-cardiovascular reason was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,78,Male,109,12/15/2022,NI,1762,1802,2993,4755,4114;4119,3221,4315,NA,0;40150558,9/9/2023,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,D,"It was reported through Portico TVT Registry data that a Portico was implanted on 10/18/2022 in a 88 year old Female. On 09/09/2023, patient death was reported due to Stroke. The relationship of the Death to the Portico could not be determined based on the limited data received from the registry.","An event of death due to Stroke was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,88,Female,54.43,10/18/2022,NI,1770,1802,2993,4755,4114;4119,3221,4315,NA,0;40572003,11/1/2023,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,D,"It was reported through Portico TVT Registry data that a Portico was implanted on 11/10/2022 in a 70 year old Female. On 11/01/2023, patient death was reported due to Heart failure. The relationship of the Death to the Portico could not be determined based on the limited data received from the registry.","An event of death due to Heart failure was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,70,Female,74.8,11/10/2022,NI,4446,1802,2993,4755,4114;4119,3221,4315,NA,0;41701947,11/5/2023,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,D,"It was reported through Portico TVT Registry data that a Portico was implanted on 08/01/2023 in a 78 year old Male. On 11/05/2023, patient death was reported due to Other non-cardiovascular reason. The relationship of the Death to the Portico could not be determined based on the limited data received from the registry.","An event of death due to Other non-cardiovascular reason was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,78,Male,86,8/1/2023,NI,1762,1802,2993,4755,4114;4119,3221,4315,NA,0;41785972,12/11/2023,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,D,"It was reported through Portico TVT Registry data that a Portico was implanted on 01/09/2023 in a 95 year old Female. On 12/11/2023, patient death was reported due to Pulmonary. The relationship of the Death to the Portico could not be determined based on the limited data received from the registry.","An event of death due to Pulmonary was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,95,Female,85.5,1/9/2023,NI,4462,1802,2993,4755,4114;4119,3221,4315,NA,0;40254094,12/2/2023,5/2/2025,4/26/2024,Portico,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK PORTICO,NI,NI,P190023,NA,D,"It was reported through Portico TVT Registry data that a Portico was implanted on an 11/8/2022 in a 91 year old Female, On an 12/2/2023, patient death was reported due to Heart failure. The relationship of the Death to the Portico could not be determined based on the limited data received from the registry.","An event of death due to Heart failure was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,91,Female,58,11/8/2022,NI,4446,1802,2993,4755,4114;4119,3221,4315,NA,0;